Event description:
A ventilator was returned to the manufacturer for service from a third party service center. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's system board, sensor board, interface board, thermistor, power management board and internal battery were replaced to address the issues. The manufacturer believes the error codes which led to the replacement of the above listed components were the result of previous service attempts (troubleshooting) by the third party service center.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, interface board, sensor board, power management board and internal battery. The system board interface board, sensor board, power management board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a cracked solder joint of ferrite (e2). The system board interface board, sensor board and internal battery were found to operate to design specifications.